Event description:
It was reported that the customer had an an IV infiltrate case and total 600 ml of plasmalyte bolus (the 100 ml infused from second bag) then air in line noticed infiltration and infiltrated IV site on left arm and a new IV set had to be obtained to continue the medication. There was patient involvement, however outcome is unknown.

Manufacturer narrative:
Correction: describe event or problem. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, initial reporter e-mail, device eval by manufacturer? , imdrf annex b,c and d codes. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer had an an IV infiltrate case and total 600 ml of plasmalyte bolus (the 100 ml infused from second bag) then air in line noticed infiltration and infiltrated IV site on left arm and a new IV set had to be obtained to continue the medication. Customer do wish to ship to us and customer also have the original IV that was attached to the patient. There was patient involvement, however outcome is unknown.